Manufacturer narrative:
Concomitant medical products: 6947m lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed right atrial lead undersensing. Follow-up with the physician's office was attempted, but no information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.